Event description:
It was reported that while the patient was in recovery, ventricular loss of capture and bipolar lead impedance of greater than 2500 ohms were seen. The pulse generator was programmed to unipolar pace and tip sense, where capture and sensing values were acceptable. It was suspected that the garter-spring may have become damaged due to multiple insertions of the lead during implant, and no longer made a proper connection. The device was left in unipolar.

Manufacturer narrative:
Na